Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to blood glucose. Reportedly, the customer had "personal issues" that affted insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.